Event description:
It was reported by a competitor that the surgeon was using their lens with a staar injection system and the lens became torn. No pt injury was reported. Further info was requested, however, none has been forth coming. If more info is received a supplemental MFR report will be filed.